Event description:
There were 3 incidents (B)(6) 2016) that an eclipse homepump 100 ml; 200 ml/hr, model #e102000, lot: 0202341402 that the tubing pulled apart at the filter. These eclipse homepumps were not used on the patient.